Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that after an arthroscopic anterior cruciate ligament reconstruction, the blade broke in half as the technician was cleaning up and taking the blade out of the saw. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that after an arthroscopic anterior cruciate ligament reconstruction, the blade broke in half as the technician was cleaning up and taking the blade out of the saw. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.